Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to going to bed, the patient¿s cgm/pump displayed 318 mg/dl. And the patient self-treated with 6 units of insulin from his pump. On (B)(6) 2023 at 4:32 am, the patient¿s parent happened to look at her, follow app prior to charging her phone and noted, her follow app displayed low, then 49 mg/dl, then low again. She checked her son who was sleeping and woke him. She went downstairs to get juice and the patient¿s glucometer. She returned, gave the patient 8 ounces of apple juice, and performed a bg which was 26 mg/dl. The parent went downstairs again to get a banana and glucagon when the patient¿s brother called out that the patient was ¿twitching and spaced out¿. When the parent returned to the patient¿s room, he was alert enough to ingest half of the banana. But the glucagon was not administered as the syringe malfunctioned. At 4:40 am after ingesting the juice and half of a banana, the patient experienced a seizure. Emergency medical services was called and by the time they arrived, the patient¿s bg increased to 82 mg/dl, and he was alert. The patient was evaluated by ems, no medical intervention was required. And the patient was not transported to the hospital. Post-event; the patient suspected his cgm was inaccurate when it displayed 318 mg/dl, because 6 units of insulin would not have caused his bg to drop to 26 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.